Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced premature battery depletion (pbd). Boston scientific technical services (ts) performed a data analysis and found that the device's increase in power consumption was consistent with the hydrogen degradation of a component. Ts recommended the device be replaced. The device remains in service. The patient is not currently planned to be getting a new device due to prognosis of a cancer diagnosis. No adverse patient effects have been reported.